Event description:
The reporter called and alleged discrepant results when compared to a lab on two pt's. The reported device results was 7.6 and 7.8 inr. The corresponding lab result reported was 4.7 and 5.1 inr.